Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure (ess205) inserted (lot no. 509797). The patient had a medical history of hemithyroidectomy in 2023, depression in 2008, hyperthyroidism in 1983 and nausea, asthma, vaginal delivery, thyroid nodular, breast biopsy, small intestine cancer (excl sarcoma and lymphoma), thyroid cancer, inflammation, autoimmune disorder, parity 2 and gravida ii. Previously administered products included: perindopril, indapamide, montelukast and ventolin. The patient had a family history of breast cancer, diabetes, kidney cancer, cardiovascular disease, unspecified, congestive heart failure, skin cancer and bladder cancer. Concurrent conditions were listed as prophylaxis, allergic sinusitis, dyslipidemia, blurred vision, heartbeats irregular, thyroid carcinoma, migraine, hyperthyroidism, hemithyroidectomy, migraine, nausea, dyspareunia, dysmenorrhea, muscle weakness, pruritus, dizziness, lightheadedness, fatigue, unilateral leg swelling, skin rash, tenderness, gerd, indigestion, heartburn, autoimmune arthritis, raynaud's disease, cold hands, anxiety, poor sleep, fatigue, sarcoidosis, lymphadenopathy inguinal, rectocele, cystocele, vaginal prolapse, urinary incontinence, urinary urgency, vaginal bleeding, bacterial vaginosis and vaginal discharge. Concomitant products included eltroxin (levothyroxine sodium), glucosamine and loratadine. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with rituximab, bendamustine (bendamustine hydrochloride), prednisone, indapamide, vitamin d (colecalciferol) and tylenol all/sinus (chlorphenamine maleate, paracetamol, pseudoephedrine hydrochloride) as well as surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2023. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: the right tubal ostium was visualized and the essure coil was placed. Three coils were visible at the ostia. The left tubal ostium was then visualized. The essure coil was placed and four coils were visible from the tubal ostia. Instruments were removed from the vagina. The patient tolerated the procedure well and went to recovery room in stable condition. She will have an ultrasound in three months time for placement. Findings: 3-right, 4-left both coils successfully implanted. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: abdomen and pelvis: no acute pelvic feature: metallic coil in the pelvis is unchanged. Impression: 1. There is a rounded left cervical level 4 lymph node that measures 7 x 7 mm. No significant right cervical adenopathy. The left thyroid lobe nodule is redemonstrated. 2. Interval reduction in size of the previously documented mediastinal, bilateral axillary and. Right hilar adenopathy. Interval reduction in size of the right lower lobe pulmonary nodule. No new pulmonary nodules or new significant adenopathy identified in the chest. 3. Enlarged bilateral inguinal lymph nodes and retroperitoneal lymph nodes persist but demonstrate interval reduction in size.; on (B)(6) 2021: bilateral extrarenal pelvis; are seen no radiopaque obstructive renal ureteric or bladder calculi. Impression: in the interval there has been overall improvement in adenopathy as described in the neck chest abdomen and pelvis. No evidence for visceral metastases.; (date unknown): impression: several prominent but nonenlarged retroperitoneal nodes again seen. No gross splenomegaly. Recommend clinical follow up [cytology] on (B)(6) 2014: source of specimen cervical/endocervical general categorization negative for intraepithelial lesion or malignancy. Descriptive diagnosis: cellular changes consistent with atrophic vaginitis are present.; on (B)(6) 2018: source of specimen cervical endocervical specimen adequacy: there is partially obscuring foreign contaminant that precludes interpretation of approximately 50- 75% of the epithelial cells. General categorization negative for intraepithelial lesion or malignancy [microscopy] on (B)(6) 2013: altered vaginal flora visualized that usually represents a transitional stage. This result is not diagnostic of bacterial vaginosis. Microscopic analysis indicates no yeast present [pathology test] on (B)(6) 2023: diagnosis: thyroid (left lobe), left lobectomy -papillary thyroid carcinoma, follicular variant comment: sections of the large nodule identified within the left lobe of thyroid show a primarily follicular lesion. Ratre small papilla are present within the lesion. The follicular cells show papillary nuclear features, including nuclear clearing, nuclear membrane irregularity, nuclear grooves and clearing of the chromatin. This is consistent with papillary thyroid carcinoma, follicular variant. The nodule appears to have a thin capsule. Invasion through the capsule is not identified. It does not appear to involve the margin. It appears confined to the thyroid.; on (B)(6) 2023: source: thyroid, right diagnosis: right thyroid (completion thyroidectomy) -three small foci of niftp (noninvasive follicular thyroid neoplasm with papillary like nuclear features); on (B)(6) 2023: source of specimen: uterus and cervix, fallopian tubes bilateral gross description: the specimen container contains uterus, cervix, bilateral fallopian tubes. The essure coils are within the fallopian tubes, but grossly appears to extend into the endometrial lining. The right fimbriated fallopian tube measures 7.0 cm in length x 0.3 cm in diameter the essure coil is in place at the proximal end. The left fimbriated fallopian tube measures 6.0 cm in length x 0.3 cm in diameter. The essure coil is in place at the proximal end. Microscopic description sections of cervix are negative for dysplasia and malignancy. The endometrium is thin and mostly sloughed. It is negative for hyperplasia, atypia and malignancy. The fallopian tubes are unremarkable. A single leiomyoma is present within the myometrium. Diagnosis uterus with cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - cervix negative for dysplasia and malignancy - endometrium negative for hyperplasia, atypia and malignancy - leiomyoma - fallopian tubes containing essure coils. [Ultrasound pelvis] on (B)(6) 2015: findings: the uterus is anteflexed and measures 7. 7 x 2.8 cm. Endometrium measures 1. 7 mm. The proximal ends of both essure micro inserts are noted. The ovaries and adnexa are normal with no adnexal cysts, mass lesions, or free fluid in the pelvis. A small nabothian cyst is present in the cervix. Impression: 1. Atrophic postmenopausal endometrium. 2. Bilateral essure micro inserts with normal ovaries.; on (B)(6) 2022: findings: multiple (3) uterine fibroids noted: -fibroid 1: posterior sub serosal fibroid measuring 0.7 cm x 0.7 cm x 0.5 cm, volume 0cc. - fibroid 2: anterior intramural fibroid measuring 0.6 cm x 0.5 cm x 0.5 cm, volume 0cc. -fibroid 3: posterior intramural 0.9 cm x 0.8 cm x 0.7 cm, volume 0cc. -nabothian cyst measuring 0.7 x 0.8 x 0.4 cm endometrium: measures 1.6 mm in thickness. A trace amount of anechoic fluid is noted in the endometrial cavity. No discrete endometrial mass. Impression: bilateral tubal micro inserts appear in satisfactory position. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lot number added. Patients date of birth, patient name added. Lab data including (pathology report) added. Medical history, family history. Concomitant & treatment drugs were added. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure (ess205) inserted (lot no. 509797). The patient had a medical history of hemithyroidectomy in 2023, depression in 2008, hyperthyroidism in 1983 and nausea, asthma, vaginal delivery, thyroid nodular, breast biopsy, small intestine cancer (excl sarcoma and lymphoma), thyroid cancer, inflammation, autoimmune disorder, parity 2 and gravida ii. Previously administered products included: perindopril, indapamide, montelukast and ventolin. The patient had a family history of breast cancer, diabetes, kidney cancer, cardiovascular disease, unspecified, congestive heart failure, skin cancer and bladder cancer. Concurrent conditions were listed as prophylaxis, allergic sinusitis, dyslipidemia, blurred vision, heartbeats irregular, thyroid carcinoma, migraine, hyperthyroidism, hemithyroidectomy, migraine, nausea, dyspareunia, dysmenorrhea, muscle weakness, pruritus, dizziness, lightheadedness, fatigue, unilateral leg swelling, skin rash, tenderness, gerd, indigestion, heartburn, autoimmune arthritis, raynaud's disease, cold hands, anxiety, poor sleep, fatigue, sarcoidosis, lymphadenopathy inguinal, rectocele, cystocele, vaginal prolapse, urinary incontinence, urinary urgency, vaginal bleeding, bacterial vaginosis and vaginal discharge. Concomitant products included eltroxin (levothyroxine sodium), glucosamine and loratadine. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2023. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with rituximab, bendamustine (bendamustine hydrochloride), prednisone, indapamide, vitamin d (colecalciferol) and tylenol all/sinus (chlorphenamine maleate, paracetamol, pseudoephedrine hydrochloride) as well as surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. The reporter commented: the right tubal ostium was visualized and the essure coil was placed. Three coils were visible at the ostia. The left tubal ostium was then visualized. The essure coil was placed and four coils were visible from the tubal ostia. Instruments were removed from the vagina. The patient tolerated the procedure well and went to recovery room in stable condition. She will have an ultrasound in three months time for placement. Findings: 3-right, 4-left. Both coils successfully implanted. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: abdomen and pelvis: no acute pelvic feature: metallic coil in the pelvis is unchanged. Impression: 1. There is a rounded left cervical level 4 lymph node that measures 7 x 7 mm. No significant right cervical adenopathy. The left thyroid lobe nodule is re demonstrated. 2. Interval reduction in size of the previously documented mediastinal, bilateral axillary and. Right hilar adenopathy. Interval reduction in size of the right lower lobe pulmonary nodule. No new pulmonary nodules or new significant adenopathy identified in the chest. 3. Enlarged bilateral inguinal lymph nodes and retroperitoneal lymph nodes persist but demonstrate interval reduction in size.; on (B)(6) 2021: bilateral extrarenal pelvis; are seen no radiopaque. Obstructive renal ureteric or bladder calculi. Impression: in the interval there has been overall. Improvement in adenopathy as described in the neck chest abdomen and pelvis. No evidence for visceral metastases.; (date unknown): impression: several prominent but nonenlarged retroperitoneal nodes again seen. No gross splenomegaly. Recommend clinical follow up [cytology] on (B)(6) 2014: source of specimen cervical/endocervical general categorization negative for intraepithelial lesion or malignancy. Descriptive diagnosis: cellular changes consistent with atrophic vaginitis are present.; on (B)(6) 2018: source of specimen cervical endocervical specimen adequacy: there is partially obscuring foreign contaminant that precludes interpretation of approximately 50-75% of the epithelial cells. General categorization negative for intraepithelial lesion or malignancy [microscopy] on (B)(6) 2013: altered vaginal flora visualized that usually represents a transitional stage. This result is not diagnostic of bacterial vaginosis. Microscopic analysis indicates no yeast present [pathology test] on (B)(6) 2023: diagnosis: thyroid (left lobe), left lobectomy -papillary thyroid carcinoma, follicular variant comment: sections of the large nodule identified within the left lobe of thyroid show a primarily follicular lesion. Ratre small papilla are present within the lesion. The follicular cells show papillary nuclear features, including nuclear clearing, nuclear membrane irregularity, nuclear grooves and clearing of the chromatin. This is consistent with papillary thyroid carcinoma, follicular variant. The nodule appears to have a thin capsule. Invasion through the capsule is not identified. It does not appear to involve the margin. It appears confined to the thyroid.; on (B)(6) 2023: source: thyroid, right diagnosis: right thyroid (completion thyroidectomy) -three small foci of niftp (noninvasive follicular thyroid neoplasm with papillary like nuclear features); on (B)(6) 2023: source of specimen: uterus and cervix, fallopian tubes bilateral. Gross description: the specimen container contains uterus, cervix, bilateral fallopian tubes. The essure coils are within the fallopian tubes, but grossly appears to extend into the endometrial lining. The right fimbriated fallopian tube measures 7.0 cm in length x 0.3 cm in diameter the essure coil is in place at the proximal end. The left fimbriated fallopian tube measures 6.0 cm in length x 0.3 cm in diameter. The essure coil is in place at the proximal end. Microscopic description: sections of cervix are negative for dysplasia and malignancy. The endometrium is thin and mostly sloughed. It is negative for hyperplasia, atypia and malignancy. The fallopian tubes are unremarkable. A single leiomyoma is present within the myometrium. Diagnosis: uterus with cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - cervix negative for dysplasia and malignancy. - endometrium negative for hyperplasia, atypia and malignancy. - leiomyoma. - fallopian tubes containing essure coils. [Ultrasound pelvis] on (B)(6) 2015: findings: the uterus is anteflexed and measures 7. 7 x 2.8 cm. Endometrium measures 1. 7 mm. The proximal ends of both essure micro inserts are noted. The ovaries and adnexa are normal with no adnexal cysts, mass lesions, or free fluid in the pelvis. A small nabothian cyst is present in the cervix. Impression: 1. Atrophic postmenopausal endometrium. 2. Bilateral essure micro inserts with normal ovaries.; on (B)(6) 2022: findings: multiple (3) uterine fibroids noted: -fibroid 1: posterior sub serosal fibroid measuring 0.7 cm x 0.7 cm x 0.5 cm, volume 0cc. - fibroid 2: anterior intramural fibroid measuring 0.6 cm x 0.5 cm x 0.5 cm, volume 0cc. -fibroid 3: posterior intramural 0.9 cm x 0.8 cm x 0.7 cm, volume 0cc. -nabothian cyst measuring 0.7 x 0.8 x 0.4 cm endometrium: measures 1.6 mm in thickness. A trace amount of anechoic fluid is noted in the endometrial cavity. No discrete endometrial mass. Impression: bilateral tubal micro inserts appear in satisfactory position. Lot number: 509797 manufacture date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of product technical complaint. Patient initials was added. We received a lot number in this case. A technical investigation was be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.